Manufacturer narrative:
The part was returned for further investigation and test# 1 indicated a loose connection within the da-mc cable resulting in spi bus failure.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with a pressure sensor failure occurrence. The customer reported there wasn't any patient involvement.